Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that an incomplete flap was made in a patient's left eye during lasik flap creation. The procedure was aborted. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment/event. The treatment report shows a shift of the applanation area temporarily. As a result the flap appears decentered as compared to the meniscus and nasally incomplete. There was slipping of the eyeball underneath the suction ring due to blind suction as reported and presumably caused by the patient squeezing against the lid speculum and suction ring. The "blind suction" occurs when the suction ring is placed on the relatively loose conjunctiva, or the conjunctiva slips underneath the ring when applying suction 1. The issue was caused by the patient inadvertently moving the eye. (B)(4).